Event description:
It was reported that this right atrial (ra) lead was dislodged. Moreover, this patient was cannulated for a coronary artery bypass graft (CABG) and was on bypass pump. This lead was supposed to be extracted with laser but the distal tip broke, this lead was then surgically capped and a new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 and h6: patient code.

Event description:
It was reported that this right atrial (ra) lead was dislodged. Moreover, this patient was cannulated for a coronary artery bypass graft (CABG) and was on bypass pump. This lead was supposed to be extracted with laser but the distal tip broke, this lead was then surgically capped and a new lead was replaced. No additional adverse patient effects were reported.